Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "rupture". This record is for the right side. Device was explanted. It is unknown if the device will be returned.

Manufacturer narrative:
Corrected data: b3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "rupture". This record is for the right side. Device was explanted. It is unknown if the device will be returned.